Manufacturer narrative:
Additional information. Device thrombosis. Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled. Examination of the pump upon disassembly revealed flat, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase levels, as well as the pump power elevations that were observed in the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 03/06/2017 from an sus voluntary event report stating: "patient admitted on (B)(6)2017 with concern for a lvad pump thrombus due to an elevated ldh of 1160 as well as high powers for 24 hours prior to admission. A bivalirudin drip was started upon admission. An echocardiogram was performed which showed no evidence of a lvad thrombus. Due to the elevated ldh and high lvad powers the patient was taken to the operating room for a heartmate ii lvad pump exchange on (B)(6)2017. During the case the surgeon was able to visualize a thrombus on the inflow bearing. Surgery went well. The patient is recovering the ICU."

Manufacturer narrative:
The referenced pump exchange in december 2016 was reported under medwatch MFR report #2916596-2017-00163. (B)(4). Approximate age of device - 1 month. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017 it was reported that over the previous 2-3 days, intermittent high pump flows to approximately 10 lpm with intermittent high pump powers to 8-9 watts occurred. The patient¿s lactate dehydrogenase (ldh) level was also elevated at 428 u/l two days prior and was 384 u/l at that time. The ldh previously was running in the mid 200 u/l range. An echocardiogram showed the left ventricular end diastolic diameter was 4.5 cm, indicating the left ventricle was nicely decompressed. The patient was not having any other signs of hemolysis. A system controller log file was provided to the manufacturer¿s technical service representative for review. The data contained a few un-sustained power elevations. There were no other unusual events noted within the log file. On (B)(6) 2017 the patient¿s ldh had increased to 1500 u/l and the pump power was in the 10-11 range. Due to a history of rapid decline in (B)(6) 2016, and the patient having an oversewn aortic valve, a pump exchange was performed on (B)(6) 2017. It was reported that the surgeon noted thrombus at the inflow bearing upon explant. No additional information was provided.